Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the amo silver series lens injector system. During insertion, the capsular bag tore. Intervention was performed in order to enlarge the incision, remove the crystalens, and replace with a different lens model.